Manufacturer narrative:
The customer reported they were "getting high eglu readings" with one of their analyzers. There were no allegations of patient/user harm. The investigation concluded that an internal electrical defect was found, affecting only the amperometric port of the device. This complaint was not identified as a potential MDR upon receipt, however testing of the returned device indicates that a report should be made. Therefore, this report is being submitted, although it is past the 30 day time limit.

Event description:
The customer reported they were "getting high eglu readings" with one of their analyzers. There were no allegations of patient/user harm.